Event description:
It was reported that the port was implanted, but when attempting to flush, resistance was felt. The clinician sent the patient to x-ray and it was at that time, the catheter was found broken. As a result, the catheter was removed in the cath-lab. There were no reported patient complications as a result.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.